Event description:
It was reported that glittering matters were found in patient's eye postoperatively; the surgeon suspected the matters were originated from phaco tip used during the procedure. The phaco tip had been reused and discarded at customer site. There has been no patient injury.

Manufacturer narrative:
The product was discarded at the facility. No lot number was provided; therefore, complaint history and manufacturing record review could not be performed. The product sample was discarded; therefore, visual and functional testing could not be performed. A potential cause for metal debris in the eye is contact between the phaco tip and a secondary instrument (e.g. A chopper instrument) inserted thru the side port incision when the ultrasonics is activated. Improper/inadequate cleaning may also result in particulate matter adhering to the instrument and exfoliation of particles into the surgical field. The titanium grade used to manufacture phaco tips is biocompatible. There are currently no documented or reported complications in literature. The titanium grade used to manufacturer phaco tips is biocompatible. There are currently no documented or reported complications in literature. Based on information obtained, product malfunction and product deficiency cannot be confirmed. Johnson & johnson will continue to monitor this type of reported event per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.